Event description:
It was reported that the patients stimulator was ¿uncomfortably out of adjustment.¿ the patient stated ¿the machine was going down¿ her leg which started about 2 days prior to the report. The stimulation had never moved from the "sweet spot" and it was unusual to the patient. There was no incident related to the event. The patient had been using her narcotic medication. The patient had been trying to find the sweet spot again and had been adjusting her stimulation but couldn¿t seem to get it back into the right area. The patient didn¿t want to do too much adjusting and wanted a company representative to adjust it. The patient had left a message for her physician. It was further reported that the patient was still having trouble with her stimulator. The patient requested new physician listings. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-45, lot# v027472, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-45, lot# v027472, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).